Manufacturer narrative:
Suspect device: active test strip vial.

Event description:
Caller reports that the expiration date and lot number are missing from the active test strip vial. No adverse event reported. Requested return of suspect device and replacement was sent. No info provided to indicate where issue was discovered.